Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was severed in multiple pieces. Visual inspection showed calcium on shocking coils. Depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. In addition, analysis found that one of the three the rate-sense inner conductor coils was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on this right ventricular (rv) lead. The shock impedances were greater than 125 ohms. The ICD and rv lead were explanted and replaced. No additional adverse patient effects were reported.